Event description:
User received an erroneous troponin t result for one patient sample. Initial result was 0.032 ng/ml, repeat results were 0.012 and 0.013 ng/ml. The erroneous result was not reported. The field service representative did not find a problem with the analyzer. Performance tests were performed.